Event description:
It was stated that the stopcock was used to administer medications, and when it was turned, it completely came apart. It was attached to the patient¿s central line and immediately began bleeding back. The line was quickly clamped; however, the situation could have been catastrophic because it was under the drape and could have gone unnoticed. The affected individual was an inpatient, including an observation patient. The incident involved the patient, and no patient harm occurred, as the issue was addressed promptly and no monitoring was required.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.